Event description:
The customer reported that the system did not x-ray. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the cable was cut so he replaced the connection cable. The system operates as intended.